Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the explantation date was initially reported to be (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. - the patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 275cc gel breast prostheses. - the mentor failure analysis lab received the device for evaluation on this date. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according with the information reported, the patient experienced a rupture in the breast implant. During visual evaluation of the device, it was observed a rupture in the anterior view expanding to the posterior view, measuring approximately 15.4 cm. During the microscope examination, striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Concomitant medical products: mentor memorygel breast implant 275cc gel breast prosthesis, catalog #3502751bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was confirmed by MRI and verified by a physician. As a result, the patient will undergo explantation on (B)(6) 2019.